Event description:
Pt receives treatment with corticoids due to macular edema, and this treatment has caused hyperglycemia. Pt's blood glucose was 410 mg/dl at 5:58 p.m on (B)(6) 2012, 475 mg/dl at 6:45 p.m, and 477 mg/dl at 7:44 p.m. A correction bolus of 12.2 iu was administered at 7:44 p.m. Blood glucose was 446 mg/dl at 8:20 p.m, and a correction bolus of 1.2 iu was delivered. Pt was treated in the emergency room for 24 hours to normalize his blood glucose, and his blood glucose was 530 mg/dl when he arrived. Follow-up was completed after he was discharged from the hosp, and his blood glucose has stabilized. No product issues were revealed during troubleshooting, and the infusion device will be returned for eval. No add'l info will be provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.